Manufacturer narrative:
Updated fields - b4, d8, d9, e1 event site address, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, h6 health impact code. It was reported the cardiosave intra-aortic balloon pump (iabp) needed a helium transducer calibration. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium transducer not calibrate. No patient involved, no harm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had ahelium transducer not calibrate. There was no patient injury reported.

Manufacturer narrative:
Due to character limitation in e1 for full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.